Manufacturer narrative:
Date of event: was approximated to (B)(6) 2015, implant procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh device was implanted into the patient during a robot-assisted colpopexy with excision of endometriosis procedure performed on (B)(6) 2015 for the treatment of vaginal vault prolapse. As reported by the patient's attorney, the patient has experienced an unspecified injury.